Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional product codes: mnh, mni, kwq, kwp. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that there was a hardware removal due to a locking cap which came off the screw head. The surgeon removed the screw and the 3-d head that the locking cap came off of and replaced the screw, 3-d head and the locking cap. Patient is doing fine; the patient status/outcome is reported as good. The patient was originally implanted on (B)(6) 2013. The patient was returned to surgery on (B)(6) 2014 because the locking cap became loose and unscrewed post operatively. The surgeon made a 14 millimeter skin incision and removed and replaced the screw, 3-d head and locking cap easily with no additional medical intervention. There was no delay in the procedure which took 15 minutes. The procedure was completed successfully. They were unable to determine how or why the locking cap became unscrewed post operatively. This is report 2 of 3 for complaint (B)(4).